Manufacturer narrative:
This report is submitted on december 18, 2019.

Event description:
Per the clinic, the patient experienced inflammation and swelling at the implant site which was treated with an antibiotic. The implant remains in-situ.